Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 176 to 224 mg/dl/ customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 3:05 pm) with results of 448 mg/dl and 435 mg/dl. Verified storage of test strips is within spec. Test strip lot MFR's expiration date is 08/29/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 506 mg/dl, (B)(6) 2015, 01:09:00 pm; 506 mg/dl, (B)(6) 2015, 10:41:00 am; 476 mg/dl, (B)(6) 2015, 05:17:00 pm; 339 mg/dl, (B)(6) 2015, 03:00:00 pm; 322 mg/dl, (B)(6) 2015, 01:47:00 pm. Adverse event not reported.